Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted into the ductus choledochus to treat a stenosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, only the first flange opened, and there was an issue with the second flange, it was not possible to deploy. The axios stent had to be removed while partially deployed, with half open stent, and the procedure was completed using a different device. A hematoma was reported in the patient; however, no complications were associated with this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. Visual inspection noticed the stent partially deployed and the outer sheath with torque marks. Functional inspection was performed, the catheter was unlocked moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passes through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. The stent was deployed, and no issues were noted. Product analysis confirmed the reported event of stent partially deployed since the stent was returned in this condition. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. It was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, the outer sheath returned with torque marks, which is further evidence of the user not following the manufacturer's instructions. Taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. Additionally, stent partially deployed is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted into the ductus choledochus to treat a stenosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, only the first flange opened, and there was an issue with the second flange, it was not possible to deploy. The axios stent had to be removed while partially deployed, with half open stent, and the procedure was completed using a different device. A hematoma was reported in the patient; however, no complications were associated with this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. Visual inspection noticed the stent partially deployed and the outer sheath with torque marks. Functional inspection was performed, the catheter was unlocked moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passes through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. The stent was deployed, and no issues were noted. Product analysis confirmed the reported event of stent partially deployed since the stent was returned in this condition. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. It was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, the outer sheath returned with torque marks, which is further evidence of the user not following the manufacturer's instructions. Taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. Additionally, stent partially deployed is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted into the ductus choledochus to treat a stenosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, only the first flange opened, and there was an issue with the second flange, it was not possible to deploy. The axios stent had to be removed while partially deployed, with half open stent, and the procedure was completed using a different device. A hematoma was reported in the patient; however, no complications were associated with this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).